Event description:
It was reported that during a device change out, the right ventricular (rv) lead impedances were high on the replacement device, but within range when tested again on the device that was being replaced. The physician removed and re-inserted the connector pins three times on the replacement device before the lead impedances returned to normal. The physician stated that it was difficult to insert the pins. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 3058 interstim urinary mgu ipg, implanted: (B)(6) 2009; 3093-28 interstim urinary mgu lead, implanted: (B)(6) 2009. (B)(4).